Manufacturer narrative:
(B)(4).

Event description:
An aneurx/talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired, the cause of death is unknown. No additional information has been obtained.